Event description:
Per report, "customer received this refurb nebulizer after her first one was messed up. She received it through lincare/medicare. She said the air that comes from side of vents is not forcefully coming out and is really warm. The treatment is taking longer. Customer said she's replaced the tubing pretty often. The tubing is getting warmer as you go up the tubing.".

Manufacturer narrative:
Per report, "customer received this refurb nebulizer after her first one was messed up. She received it through lincare/medicare. She said the air that comes from side of vents is not forcefully coming out and is really warm. The treatment is taking longer. Customer said she's replaced the tubing pretty often. The tubing is getting warmer as you go up the tubing." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.